Manufacturer narrative:
Additional information: device lot number and manufacture date provided. The suspect probe was returned to the manufacturer for analysis. The probe was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Additional information, correction: a medtronic representative reported that there was no patient present when the reported issue occurred.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a procedure, the probe used in the procedure was bent. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.